Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated alert 70, prompted a restart, and then failed to power back on with a blank screen; the charge indicator on the pad blinked and the issue persisted across two verified charging pads with correct orientation, leading to shipment of a replacement device. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no medical intervention and no hospitalization, as the user utilized backup therapy. Investigation included customer service troubleshooting, verification of charging setup, and receipt and inspection of the returned device. Investigation of this case revealed a restart malfunction associated with a backlight communications condition consistent with a device power or display subsystem fault. It was concluded that a connector on the mainboard had broken free rendering the backlight nonfunctional.